Event description:
A surgeon reported four pts experienced hypopyon, mixed irritation and corneal clouding following cataract extraction and intraocular lens implant surgery. The patients were treated with a steroid and antibiotics (local and systemic). Additional info rec'd from the surgeon stated she observed fine lesions on the optic of the iol during the unfolding process of the lens after implant. She feels the symptoms are caused by lesions on the lens surface which originated from the lens case. There have been no changes at their facility in their surgical procedure, nursing staff, or cleaning and sterilization of their instruments. This patient was hospitalized 2 days following surgery. He had vitrectomy and an anterior chamber rinse. Patient outcome was reported as unknown. This is one of four medwatch reports being filed for this surgeon. The other MFR's report numbers are : 1119421-2007-00210, 1119421-2007-00211, and 1119421-2007-00212.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No other complaints reported for this lot. This report was mailed to the FDA on: 05/23/07. Additional info was requested and rec'd.